Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2019-02127. Related manufacturer reference number: 3006705815-2019-02397. New information received revealed that the ipg is flipping in the pocket. The ipg will sometimes be in the lateral position and shifts back adjacent very easily. During troubleshooting patient reported feeling very little stimulation and slight warming sensation at the lead site. The system is unable to go into MRI mode. X-rays revealed that the leads had come out of the epidural space and were coiled right by the ipg. In turn, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of implant was excluded in the initial report.

Event description:
Related manufacturer reference number: 3006705815-2019-02127. Related manufacturer reference number: 3006705815-2019-02397. Additional information received indicates that surgical intervention took place on (B)(6) 2019 wherein the complete system was explanted and replaced. Reportedly, patient was successfully programmed post operatively.